Event description:
This case was reported by a lawyer and described the occurrence of neurological damages in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced personal injuries, including neurological damages due to her ingestion of poligrip. At the time of reporting, the outcome of the events was unk. Medical records received (B)(6) 2010: in (B)(6) 2008, the pt developed numbness and weakness in the lower extremities, ataxia, and urinary incontinence. The numbness and tingling began in her toes and progressed to the knees by (B)(6) 2008. At that time she also developed unsteady gait and began using a cane. At the end of 2008, the numbness in the legs rose to the mid-thighs, and in (B)(6) 2008 she experienced urinary incontinence as she lost sense of when she needed to urinate. Vesicare was tried with no improvement. In (B)(6) 2008, the pt developed numbness and tinging in the fingertips. Brain MRI on (B)(6) 2008 showed small t2 hyperintense foci in the subcortical and periventricular white matter in both cerebral hemispheres. Cervical spine MRI that day showed multilevel degenerative changes without cord compression and cervical stenosis with normal signal in spinal cord. Emg was abnormal for evidence of polyneuropathy which did not meet criteria for cidp and chronic l4 radiculopathy. In (B)(6) 2008, the pt was diagnosed with b12 deficiency and she was treated with supplements until (B)(6) 2008 when levels normalized. Neurological deterioration continued with worsening of gait and the pt requiring a wheelchair when ambulating more than a short distance. Extensive testing (complete blood count with differential, comprehensive metabolic panel, (B)(6), b12, (B)(6), protein electrophoresis, esr, rpr, thyroid function, lyme titers, sjogren's antibodies) were all negative/normal. Copper level was low at 14 mcg/dl (normal 80 to 155). On (B)(6) 2009, zinc levels were 2.16 (normal 0.66 to 1.10) and ceruloplasmin was 7 mg/dl (normal 24 to 53). It was felt copper deficiency was the likely cause of her myeloneuropathy and copper supplementation was started along with b12 supplements. By f/u on (B)(6) 2009, the numbness and tingling had disappeared from the fingers, and she began having a feeling of bladder fullness. She had no improvement with gait. Copper had normalized to 91 mcg/dl, but zinc remained elevated at 153 mcg/dl. From (B)(6) 2009, the pt was electively hospitalized for ivig treatment for her myeloneuropathy. This provided no subjective or objective improvement. By f/u on (B)(6) 2009, the pt had increasing bouts of urinary incontinence over the seven to eight months prior and her myeloneuropathy had been worsening. MRI showed a moderate spinal stenosis at the l4-5 and l5-s1 levels and there was a facet joint cyst at the l5-s1 level which appeared to be causing radiographic compression to the nerve root. On (B)(6) 2010, the pt underwent bilateral l4 through s1 laminectomy with nerve root foraminotomy. The pt improved postoperatively and was ambulating with use of a walker by (B)(6) 2010. Poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).